Manufacturer narrative:
As reported, the bard flat mesh tore while suturing. While the actual mesh that was reported to have torn while suturing was not returned for evaluation, two same lot samples were returned for evaluation. A visual examination of the two same lot samples was performed with no anomalies in the devices identified. Based on the available information, and not having the actual sample to evaluate, no conclusion can be made. Review of manufacturing records was performed with no anomalies noted and with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in may 2021. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness.

Event description:
As reported, during an unspecified procedure, while suturing the bard mesh (bard flat mesh), the mesh tore. As reported, the surgeon used another bard flat mesh for the completing the procedure and there was no reported patient harm/injury.

Manufacturer narrative:
As reported, the bard flat mesh tore while suturing. While the actual mesh that was reported to have torn while suturing was not returned for evaluation, two same lot samples were returned for evaluation. A visual examination of the two same lot samples was performed with no anomalies in the devices identified. Based on the available information, and not having the actual sample to evaluate, no conclusion can be made. Review of manufacturing records was performed with no anomalies noted and with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2021. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the adverse type reported incorrectly in the initial MDR. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : lot sample evaluated.

Event description:
As reported, during an unspecified procedure, while suturing the bard mesh (bard flat mesh), the mesh tore. As reported, the surgeon used another bard flat mesh for the completing the procedure and there was no reported patient harm/injury.